Event description:
Boston scientific received information that the pt with this right ventricular lead was seen in the emergency room after complaining of feeling dizzy. Loss of ventricular capture was observed on a surface electrocardiogram. Threshold and impedance were noted to be stable, even when sampled while performing isometrics and with the pt in different positions. The local boston scientific field representative indicated that the lead was oversensing as well. The pt was admitted to the hospital. The representative commented that the lead may have perforated this pt at implant. Subsequently, the representative reported that the lead was replaced at a later date with another manufacture's lead. The representative was unable to obtain any further details regarding this event due to it being another manufacturer's account. There were no further adverse pt effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.